Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Log file analysis review date: (B)(6) 2015: logs dates through (B)(6) 2015 - (B)(6) 2015; normal power consumption. Additional notes: 1 low flow alarm was logged on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02154, 3007042319-2015-02155 and 3007042319-2015-02156) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient "power sources change from one to the other earlier than expected". It is stated that "patient hears 5-10 beep tones a day". No additional information provided. Investigation is ongoing this is report 1 of 3.

Manufacturer narrative:
Controller (B)(4) and batteries (B)(4) were all returned for evaluation. Log file analysis revealed a pattern of premature power switching, which confirms the reported event. Analysis of the controller revealed that it met specifications; the device passed visual examination and functional testing. The controller and batteries were in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries which is consistent with an internal investigation. This is one of three reports (3007042319-2015-02154, 3007042319-2015-02155 and 3007042319-2015-02156) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.